Event description:
Eight yrs after revision surgery, the patient was experiencing pain. It was noticed on x-ray that the stem was not connected to the femoral component. Triathlon ts femur with a cemented stem was revised because stem was not attached to femur.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.